Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 144 mg/dl. The customer stated that he removed the batteries for 10 minutes. No significant events leading up to the alarm except that the customer had been at the beach. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.